Manufacturer narrative:
(B)(4). Batch # t5dv5f. Device analysis: the analysis results found that one pcee45a device was returned with the closing trigger and anvil in the closed position, the anvil was noted to be bent upwards. An ecr45b cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a distal pancreatectomy the physician was firing the device across the pancreas when she heard the gears 'slow down' to a stop. The knife blade would not retract. A second device was used and clamped next to the first device and it had the same issue. Both devices had to be cut from tissue and removed. Suture was used to complete the case. No patient consequences were reported.